Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Unable to test for operating currents and weak battery alarm due to no button response. The device was tested with a test keypad and no frozen display noted. No moisture damage found on the electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 267 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.